Manufacturer narrative:
Further information was requested but is not available.

Event description:
During follow-up, high pacing impedance, loss of capture, low sensing resulting in undersensing, noise resulting in oversensing, and myopotential oversensing were observed on the right ventricular (rv) lead. Abbott technical support was contacted and confirmed the noise resulting in oversensing. The physician alleged a rv lead fracture as the cause, although it was not confirmed. No intervention was performed. The patient was in stable condition.